Event description:
It was reported that the programmer incurred an error. Further investigation indicated that the error was due to a corrupt file. Technical services provided assistance in resolving the issue by cycling the power and the error cleared. The programmer was kept in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.